Event description:
It was reported that prior to starting a da vinci surgical procedure, it was noted that the shaft on the bowel grasper instrument was damaged. There was no report of any fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments main tube had scratch marks and abrasions. The main tube insulation was scratched and some of the insulation had been removed at the distal end. The scratches measured approximately .023 - .114 in length. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the scratch mark and abrasion damage to the main tube if to recur could cause or contribute to an adverse event.